Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the temperature cannot set even the device is on". Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. No visible damage or anomalies were observed with the device. The device was functionally tested, and passed testing with no issues observed that could have resulted in the reported complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based upon the evaluation of the device, the investigation could not verify the reported temperature setting issues or hose connection issues. No actions have been assigned at this time.